Event description:
The customer contacted baxter's technical service center regarding a check heater line (chl) alarm, which occurred on the homechoice (hc) during use, during dwell 4 of 4. The home patient (hp) stated that she disconnected the heater bag and the baxter technical service representative (tsr) assisted with end of therapy early procedure. They ended therapy. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient and she said she could not recall the alarm. She had already reviewed the proper aseptic procedures with the baxter technical service representative (tsr). Since then she has been completing therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4).upon further review of the complaint, the coding was changed from use error-breach in aseptic technique to use error- failure to follow therapy steps.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - breach in aseptic technique issue. Complaint is confirmed because it was reported during trouble shooting of an alarm situation check heater line, patient disconnected heater line, which is aseptic technique may cause contamination. The cause is undetermined. A labeling review found the labeling to be adequate for the use/user error identified in this incident.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.